Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 447 mg/dl. The customer was treated with manual injection. The customer stated that they changed the set and the blood glucose was high and was treated with bolus and also found infusion set was leaking. The customer declined troubleshoot for high blood glucose level. The customer was advised to change the set and return the set. The insulin pump will not be returned for analysis.